Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular tachycardia (vt) episodes detected by the device were true episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false ventricular tachycardia (vt) episodes. It was further reported that the device experienced sensing of noise. The device remains in use. No patient complications have been reported as a result of this event.